Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The patient symptoms of urinary incontinence were found to be listed in the IFU. A risk review was completed and confirmed that the event of urinary incontinence, fluid leak and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100129898. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100125988. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient's artificial urinary sphincter (aus) was deactivated to allow the placement of a long-term indwelling urinary catheter (idc) for a surgical procedure. After recovering, an attempt was made to reactivate the device, but it did not work properly and the patient experienced urinary incontinence. Imaging revealed that no fluid was visible in the pressure regulating balloon (prb). The pump, cuff and prb were removed, but after checking the device, no leaks were observed. A new device was implanted. There were no other patient complications.

Event description:
It was reported that a patient's artificial urinary sphincter (aus) was deactivated to allow the placement of a long-term indwelling urinary catheter (idc) for a surgical procedure. After recovering, an attempt was made to reactivate the device, but it did not work properly and the patient experienced urinary incontinence. Imaging revealed that no fluid was visible in the pressure regulating balloon (prb). The pump, cuff and prb were removed, but after checking the device, no leaks were observed. A new device was implanted. There were no other patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100129898. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100125988. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4).